Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Concomitant medical products: other relevant device(s) are: product ID: 9735521ent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that there were issues with navigation. Navigation had been tested several times without finding the issue. A setup would be performed where several medtronic specialists would be present to test the system as well as join surgeries. It was noted that there had not been any specific time and date of previous navigation issues. A medtronic personal was onsite for several surgeries to troubleshoot these issues. The main concern was that doctors performed a successful registration and verified anatomy on the surface but confirmed during surgery that the internal anatomy was inaccurate by approximately 1+ cm. The probable cause was noted to be the patient reference moving during surgery. The new electromagnetic localization system patient references had been noted to have a small gap near the skin at the divot area. Once it was verified that it was stable and close to the patient head (on the most flat part of the forehead), results improved. Doctors were informed to be cautious not to press on the patient reference even when performing verification of the instruments. A three part registration was done. The first was when the minimum requirements were met. Registration was drawn from ear to ear in one line and down the nose once, ending at the middle of the forehead. The second registration technique was performing a starshaped drawing from the center of the forehead and out. The third technique was performing a cranial/caudal movement over the forehead. The doctors were advised not to focus solely on the summary accuracy value since this did not always indicate if the registration would be as expected inside the anatomy. Registration models needed to be checked meticulously if it looked correct comparted to the patient. There was no impact to the patient. This allegation has already been reported in regulatory report # 1723170-2022-00372.